Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the home pt connected their transfer set to the pt line of the homechoice cassette after already initiating therapy. Baxter technical service center assisted the home pt in ending therapy early. Per the home pt's nurse, no pt injury or medical intervention was associated with this incident.